Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler. The incident occurred in (B)(6). The livanova field service representative found that the stirrer motor was not working. It was not blocked and this suggested an electrical/electronic failure. He replaced the stirrer motor and the distribution board in order to solve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.